Event description:
On (B)(6) 2025, the user reported receiving an ¿unable to proceed¿ alert. Upon inspection, the user observed leaking insulin around the cartridge adapter, though the exact source was unclear. The user was advised to use all new supplies from different boxes, and a replacement order was initiated. No adverse health effects were reported. No long-term health effects were reported. The user's blood glucose (bg) was not affected. No symptoms were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.